Event description:
It was reported that, when repositioning, the c-arm rotates to 180 degrees. No injury reported. A field engineer was dispatched to the site and determined the rotation switches needed to be replaced. Once this was completed the system was working as intended.